Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent determined that the stent moved distally and showed signs of damage consistent with the removal process of the unit, as the stent struts lifted and stretched. A visual and tactile examination found multiple kinking on the hypotube shaft due to the application of excessive force. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile, however the stent moved distally towards the cone of the balloon due to the pressure applied during the procedure. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-nov-2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The totally occluded, 16mmx3.0mm target lesion contained >45 and <90 degree bend and was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 6f guide catheter was placed. After a 0.014 guidewire was advanced to cross the lesion, a 2.5x8mm balloon catheter was advanced for predilation. Subsequently, a 16 x 3.00mm taxus liberte drug eluting stent was selected for use and advanced but failed to cross the lesion. The procedure was completed with another 16 x 3.00mm taxus liberte stent. No patient complications were reported and the patient's status was stable and recovered well. However, returned device analysis revealed stent damage and stent moved on balloon.